Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001525 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. There was blood dripping from the hemostatic valve of the carto vizigo" 8.5f bi-directional guiding sheath medium was observed. The hemostatic valve was not observed to be broken/separated. Theres no report that any intervention was required. The procedure was completed without patient consequence. With the information available, although no physical damage or detachment of the hemostatic valve was observed, this event is being conservatively assessed as a MDR reportable hemostatic valve-separation issue as it is most likely the backflow bleed had occurred due to a malfunctioning / detached valve. Since theres no indication that the blood leakage was excessive nor that the patients hemodynamics was compromised, this event was not considered a patient event.